Manufacturer narrative:
Device not returned.

Event description:
It was reported that the ¿pump was not working properly¿. Additionally, it was reported that the pump declared intermittent unspecified alarms. There was no reported impact to the customer's blood glucose level. Additional information was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.